Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The customer also noted they have been having calibration failures and ise noise errors. The sample was diluted and initially resulted in a na value of 98.3 mmol/l. The sample was diluted and repeated twice, resulting in values of 133.1 mmol/l and 135.2 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer tried replacing the electrodes and performing cleaning maintenance, but calibration still failed.

Manufacturer narrative:
No incorrect results from the patient sample were reported outside of the laboratory. The customer repeated the sample as the initial value did not agree with the patient's clinical picture.

Manufacturer narrative:
The evaluation conclusion code has been updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.